Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for system implant on (B)(6) 2018. Upon review of the electrocardiograms the next day, lead dislodgement was confirmed. The lead was repositioned successfully. The patient was stable before, during and after the procedure.